Manufacturer narrative:
This report is submitted on nov 13, 2023.

Manufacturer narrative:
This report is submitted on 29 october 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to otitis media that could not be resolved. Re-implantation is planned but has not taken place as of the date of this report.